Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. (B)(4) for hospitalization (B)(4).

Event description:
Customer's mother reported via phone call that customer had high blood glucose of 600 mg/dl and had a 911 call on (B)(6) 2015 as a result. Customer was taken to the hospital, was treated and released. Customer was wearing insulin pump at the time of hospitalization. Customer called back to troubleshoot insulin pump. During troubleshooting, customer reported to have received a no delivery alarm during priming but was resolved with set change. Customer discarded set. After troubleshooting, customer was advised that tubing clamp would be sent in order to complete troubleshooting. Customer's mother requested that insulin pump be replaced for peace of mind.